Event description:
It was reported that approximately two years post port placement the catheter allegedly flipped off the port chamber. Reportedly, an x-ray image demonstrated a torn catheter. It was further reported that the catheter was removed and approximately two weeks later, the chamber was removed. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: one titanium port with chronoflex catheter segment and cath-lock was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for complete catheter break, as a catheter fragment was observed to be on the port stem under the cath-lock. The catheter fragment extends to the distal end of the port stem and cath-lock with the rest of the catheter missing. The surface at the end of the catheter fragment was granular and jagged which is consistent with characteristics of catheter tearing. Blood and residue were noted throughout the returned sample. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiry date: 09/2020

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. Medical device - expiry date: 09/2020.

Event description:
It was reported that approximately two years post port placement the catheter allegedly flipped off the port chamber. Reportedly, an x-ray image demonstrated a torn catheter. It was further reported that the catheter was removed and approximately two weeks later, the chamber was removed. The current patient status is unknown.